Event description:
The patient stated that the up and down arrow buttons were sticking. She noticed the issue about two weeks prior to calling animas. She said that one time she tried to program 42 units of insulin but that the keypad button stuck and caused her to program 60 units. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the down arrow button found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.